Manufacturer narrative:
(B)(6). Results - bd received samples from the customer facility for investigation. Three samples were returned by the customer in support of this complaint. They were each used to draw vacutainers with horse blood from an elevated reservoir to simulate venous pressure. A small amount of blood was seen in the flash chambers, and all tubes drew satisfactorily. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the complaint is not confirmed as the customer¿s defect mode could not be replicated from function testing of the returns.

Event description:
It was reported that during the draw process, the tubing of bd vacutainer® eclipse¿ signal¿ blood collection needle with holder would collapse. Potentially causing a leak. No injury or medical intervention reported.